Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The device was discarded by the user and is not available for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.